Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/2/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One foil packet is two sections and one labeled winding former with a used needle-suture piece were received for analysis. Product code sxpp1b410. Additionally, one photo was provided, and it showed one foil packet and one winding former that pertains to product code sxpp1b410. During the initial inspection of the sample, no breakage suture was observed. Even though the extreme was noted to be cut, these were likely caused by a surgical instrument. Furthermore, body fluids were noted along the length of the suture piece. The other section of the suture was not returned for analysis. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1b410 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As per the condition of the returned sample, the functional test could not be performed. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a nephrectomy procedure in (B)(6) 2025 and barbed suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the partial nephrectomy surgery. There were no patient consequences reported. Additional information was requested.